Manufacturer narrative:
The device was requested to be returned for further evaluaiton. This MDR will be reopened and updated in the event the device has been evaluated.

Event description:
On (B)(6) 2023, infutronix received a report that a pump had a system error, which would cause delay in treatment. Requested device to be returned for further evaluation.